Event description:
During a bilateral knee arthroscopic procedure, it is alleged, the pt experienced a 3rd degree burn to the right inner thigh. Both knees were draped out and the remote control was draped over the pt's right thigh immediately after being removed (and still hot) from being sterilized (autoclaved). The alleged burn was advised to have occurred within nineteen minutes of the beginning of the procedure and was noticed during the middle of the procedure. The facility had advised linvatec that the remote control unit did not fail or malfunctioned and the unit was placed back into service. The facility could not identify the exact remote control as they have advised linvatec they have five (5) units and all with different serial numbers. Following the procedure, the burn was dressed with xeroform and an ace. The pt was referred to a plastic surgeon. The burn is healing with a scar of approximately 2 1/2 inches x 3 1/2 inches.